Manufacturer narrative:
Batch review performed on 12-jul-2021: lot 144882: (B)(4) items manufactured and released on 23-sep-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017. Clinical evaluation performed by medacta medical affairs department: 7 years after primary cemented tka, the tibial component becomes loose and gets revised. The surgeon observed no cement residuals on the backside of the tray and subjectively observed wear of the pe component. From the radiograph available, the angle between the tibia axis and the prosthetic component appears to be very pronounced, and we do not know the reasons for this choice. Not having a long-axis xray we cannot tell if the joint line was reconstructed parallel to the floor or rather oblique, so we cannot judge the effect of this condition on possible wear rate. Visual analysis of the explanted components is recommended to access if any damages on the condylar femoral surface have occurred , which may have caused the abnormal wear, if it is confirmed. Visual inspection performed by medacta medical affairs department: from visual investigation on the returned explanted components, no residual cement can be noted on the distal surface of tibial baseplate. Traces of residual cement can be seen on the distal internal surface of the femoral component. On the articular surfaces of the tibial insert, no signs of wear or delamination can be noted. Poor interdigitation between cement and implant can be related to multiple factors, most likely not implant related (such as cementation process, temperature, time, presence of fluids on the surfaces of cement interface). Absence of cement, is not an evidence of a faulty device. From visual inspection, there is no evidence to suspect that the event is related to a faulty device. Another device involved: batch review performed on 12-jul-2021: gmk-sphere 02.12.0214fl tibial insert fixed sphere flex size 2/14 mm l(k121416) lot 142491: (B)(4) items manufactured and released on 04-jun-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2017.

Event description:
Revision surgery performed due to tibial tray loosening more than 6 years after the primary surgery, pe inlay wear is suspected. No cement has been found on the prosthesis after the revision surgery.